Event description:
Lead explanted and replaced due to high impedances of greater than 3000 ohms, high thresholds of greater than 3v at 0.4ms and noise. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the inner coil was found fractured directly next to the lead tip, which is assumed to be the root cause of the reported high rv impedance, high threshold and oversensing in the ventricular channel. Based on the characteristics of the fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.